Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed increased thresholds. Subsequently the patient was reported to have fallen and the lead was reported to have dislodged. The patient no longer requires left ventricular (lv) pacing support and therefore there is no plan to revise the lead. There were no adverse patient effects reported. The lead remains in service.